Event description:
It was reported that the implantable pulse generator (ipg) battery depleted early. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.